Manufacturer narrative:
Follow up received 10-dec-2015 and 11-dec-2015: confirmation from consumer with age and date of birth. She reports she did not seek medical attention for the burn. Her hand healed but she will never use product again mainly due to she's terrified to. As far as the lot #, the package was sent back in envelope provided. Follow up information received 10-dec-2015 with ptc investigation results global #(B)(4). Batch #4sv, defect cause: none. Conclusion: unconfirmed quality defect counterfeit: no. Final assessment investigation: qa reviewed all product release data and lims systems records for lot 4sv and found no deviations. Qa reports lot 4sv met all quality and analytical specifications. The nature of the complaint is that the consumer says "I screwed the applicator on the can then turned it upside down into the activator. I pushed down for about 3 seconds and boom it exploded into a very big flame." The product, dr. Scholl's freeze away is sold as a kit that contains a canister of freeze away, one reusable activator, 7 disposable soft-tip applicators, a bottle of liquid wart remover and directions for use. Qa notes that this product is sold as a kit that contains an instruction booklet for use. The applicator must be applied correctly to the activator in order for the product to dispense correctly. Per package instructions, the white applicator should be attached to the blue nozzle of the can and twisted clockwise to lock in place the blue activator should be placed on a table with the pressurized can turned upside down. The applicator inserts into the activator and the 3 tabs on the pressurized can should be aligned with the three slots in the activator. Press down on the pressurized can for 2-3 seconds. The product should dispense with an audible hiss and the tip of the applicator turns cold. It is possible that the consumer did not follow the instructions provided in use of the product. On 12/03 - a request was sent to the (B)(4) manufacturing dept. For a packaging investigation. On 12/07 - retain request was sent. On 12/03 - a request was sent to the (B)(4) incoming dept. To contact the can vendor, (B)(6), for a investigation. On 12/08 - can vendor was contacted for full investigation. Based on the results of the preliminary investigation, there is every indication that lot 4sv met product packaging specifications. A preliminary statement is being completed. The complete findings will be documented in the follow-up complaint. Final risk category: v. Extent of defect: no defect. Medical classification: ae is related to product defect. Addendum opened on 15-dec-2015 based on internal review. The following sentences added on product technical complaint investigation from 11-dec-2015 should be disregarded: on 12/03 - a request was sent to the (B)(4) manufacturing dept. For a packaging investigation. On 12/07 - retain request was sent. On 12/03 - a request was sent to the (B)(4) incoming dept. To contact the can vendor, (B)(6), for a investigation. On 12/08 - can vendor was contacted for full investigation. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age in (B)(6) who received freeze away dual action plantar wart removal kit and reported that it exploded into a very big flame and burnt all the hair off her hand (non-serious event). It exploded into a very big flame were considered serious as medically important and listed according to suspect product reference safety information, as a product technical complaint. Based on available information, company cannot exclude causality of both events to suspect drug, at this moment. Ptc report states that unconfirmed quality defect, and ae is related to product defect.

Manufacturer narrative:
Follow-up information was received from the consumer on (B)(6) 2015 in response to company queries: consumer reported she had just gotten out of the shower when she decided to use the freeze away dual action plantar wart removal kit. There were no open flames or candles going anywhere in the house. She did smoke but did not have one going and had not in a couple of hours. She did reread the instructions before she used it. Follow up received 17-dec-2015 with ptc investigation results global # (B)(4). Defect cause: not clear. Conclusion: unconfirmed quality defect - but plausible. Final assessment: investigation. Packaging investigation results: equipment set-up verification record indicated the scale and the line were properly set up. The batch record review checklist indicated there were no issues with the batch. The batch record audit and product disposition indicated there were no issues with the batch. All attribute checks passed. All online equipment checks passed. The downtime record did not indicate any issues related to the complaint. There was no return sample. The retain sample functioned properly. There were no noe's/deviations associated with lot4sv. This is the first complaint of this nature reported for lot lot4sv. Based on the results of the preliminary investigation, there is every indication that lot 4sv met product packaging specifications. Final risk classification iii company causality comment: this spontaneous case report refers to a female consumer of unspecified age in (B)(6) who received freeze away dual action plantar wart removal kit and reported that it exploded into a very big flame and burnt all the hair off her hand (non-serious event). It exploded into a very big flame were considered serious as medically important and listed according to suspect product reference safety information, as a product technical complaint. Based on available information, company cannot exclude causality of both events to suspect drug, at this moment. Ptc report states that unconfirmed quality defect (but plausible), and ae is related to product defect.

Manufacturer narrative:
Follow up received on 30-dec-2015 with ptc investigation results global # (B)(4): conclusion: unconfirmed quality defect. Packaging investigation results: equipment set-up verification record indicated the scale and the line were properly set up. The batch record review checklist indicated there were no issues with the batch. The batch record audit and product disposition indicated there were no issues with the batch. All attribute checks passed. All online equipment checks passed. The downtime record did not indicate any issues related to the complaint. The retain sample function properly. There were no noe's/deviations associated with lot4sv. Canister manufacture findings ((B)(4)): upon receipt the complaint unit weighted (B)(4), minimum gross weight at the time of fill: (B)(4). The complaint unit dispensed product as designed. The compliant unit had no visible indication the unit caught fire. The complaint unit still held product and was no leaking. The actuator that was returned showed some signs of melting, however where the can would have been inserted into the actuator (where the can and the actuator met) there is no sign of heat or fire. All production line, quality inspection records and in-process checks including "gashouse scale verification; fill room verification; qa scale verification; were inspected and all results were in specification. All units are submerged into a water bath with dedicated person stationed at the water bath to check for leakers. Finished product appearance is checked at the frequency of (B)(4). Multiple attribute are checked while also inspecting for any defect. Documentation shows no defective units were identified. A box check is performed hourly. (B)(4) finished units from the end of the line are pulled and checked. Various attributes are checked and all units are weighted. Documentation shows all units checked met requirements. Conclusion: the complaint is unconfirmed. There is no indication of any condition existing during production that would have contributed to the consumer complaint. It is unknown if the liquid that is part of the kit could have leaked into the actuator or been a contributing source or catalyst for the fire. Per the packaging investigation there were no noe/deviations associated with the lot that could have contributed to the complaint. The batch record review and retain evaluation showed no defects. This is the first complaint of this nature for lot lot4sv. Based on the results of the preliminary investigation, there is every indication that lot 4sv met product packaging specifications. Final risk classification: risk category v. Extent of defect: no defect. Background information: at the time of this assessment (23-dec-2015), there were no additional similar complaints identified in the (B)(4) database for batch #4sv. Medical assessment: according to (B)(4) databases, a (B)(6) female consumer who received dr scholls freeze away dual action plantar wart removal (salicylic acid, dimethyl ether, propane) reported the following: consumer stated she purchased the product with 12 applications and she had 3 applications left so decided to use one. Consumer stated she screwed the applicator on the can then turned it upside down into the activator. Consumer reported she pushed down for about 3 seconds and boom it exploded into a very big flame. Consumer mentioned she was completely terrified and dropped it almost causing her house to go up in flames and experienced burning all the hair off her hand. Consumer reported she just got out of the shower when she decided to use the product and there were no open flames or candles going anywhere in the house. Consumer mentioned she does smoke but didn't have one going and hadn't in a couple of hours. Consumer stated she did reread the instructions before she used it. Consumer reported she did not seek medical attention for the burn, she has healed. Consumer reported her hand healed but she will never use the product again mainly because she's terrified to. Concurrent conditions were smoker. No additional information provided on concurrent condition, medical history, concomitant medications or past drugs. According to quality investigation report, 'based on the results of the preliminary investigation, there is every indication that lot 4sv met product packaging specifications'; no defect was identified; a quality defect was unconfirmed. Dr scholls freeze away dual action plantar wart removal product labeling includes warnings concerning flammability. Concerning the adverse event of 'burning all hair of her hand', this event is an unlisted event in the reference safety information. Based on quality investigation report, this event is unlikely related to a product quality issue. From the reported information it appears the event was caused by the consumers hand being exposed to the very big flame. However, given the limited case details (unknown adherence to product label directions, etc) the etiology of this event is unclear. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age in (B)(6) who received freeze away dual action plantar wart removal kit and reported that it exploded into a very big flame and burnt all the hair off her hand (non-serious event). It exploded into a very big flame were considered serious as medically important and listed according to suspect product reference safety information, as a product technical complaint. Based on available information, company cannot exclude causality of both events to suspect drug, at this moment. Ptc report: final risk classification: risk category v. According to quality investigation report, 'based on the results of the preliminary investigation, there is every indication that lot 4sv met product packaging specifications'; no defect was identified; a quality defect was unconfirmed.

Event description:
This spontaneous case report was received from a female consumer of unspecified age in (B)(6) on (B)(6) 2015 who received freeze away dual action plantar wart removal kit and reported that it burnt all the hair off her hand and exploded into a very big flame. No information was given on consumer's medical history, past drugs, concurrent conditions and concomitant medication. On an unspecified date the consumer started using freeze away dual action plantar wart removal kit at an unspecified dose and frequency for unspecified indication. Lot number, expiration date and bottle count was not provided. It was not mentioned whether freeze away dual action plantar wart removal kit was used previously. Consumer reported that she had 3 applications left so last night the evening of (B)(6) 2015 she decided to use one. She screwed the applicator on to the can turned it upside down into the activator. She pushed down for about 3 seconds and it exploded into a very big flame. She was terrified and dropped it almost causing her house to go up in flames and it burnt all the hair off her hand. The outcome of the events were unknown. For the event it burnt all the hair off her hand reporter causality was related. For the event exploded into a very big flame reporter causality was not reported. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age in (B)(6) who received freeze away dual action plantar wart removal kit and reported that it exploded into a very big flame and burnt all the hair off her hand (non-serious event). It exploded into a very big flame were considered serious as medically important and listed according to suspect product reference safety information, as a product technical complaint. Based on available information, company cannot exclude causality of both events to suspect drug, at this moment. Product technical analysis is in process.